Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose would not come down, due to a bent cannula. The customer's blood glucose was above 600 mg/dl and she was treated at home with manual injection. The customer changed the set twice and the location of the infusion set and her blood glucose began to come down. Nothing further reported.